Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to faulty led unit and harness. Root cause cannot be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A field service engineer (fse) was onsite to evaluate the device. Upon evaluation, the fse resolved the issue by replacing the wiring harness of the light-emitting diode unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center display an e105 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.